Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered fours bursts of anti-tachycardia pacing (atp) and six shocks as inappropriate therapy for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and discussed stored data. This device remains in service. No additional adverse patient effects were reported.